Manufacturer narrative:
D10 concomitant medical products: sigphandle, sig power sigphandle handle (serial#: (B)(6) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was articulating or straightening during firing, there was partial firing, the loading unit disengaged and there was uncontrolled rotation. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic sleeve procedure, during the first firing at the antrum of the stomach, when the surgeon fired the powered stapler, the device fired, spun, and articulated all at once. The stapler stopped and an orange warning on the back of stapler showed after firing. The surgeon tried to fire the device two more times but there was little to no movement. The device was pulled out and the stapler broke from the load. The reload could not be removed from the tissue. He procedure had to be converted to open to retrieve the staple load. A manual stapler was used by the surgeon to cut around the staple load to remove it, then oversewed. The procedure was extended for two hours. The patient¿s hospitalization was also extended.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#:n4j1895ry), sigphandle, sig power sigphandle handle (serial#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter in a laparoscopic sleeve procedure, during the first firing at the antrum of the stomach, when the surgeon fired the powered stapler, the device fired, spun and articulated all at once. The stapler stopped and an orange warning on the back of stapler showed after firing. The surgeon tried to fire the device two more times but but there was little to no movement. The device was pulled out and the stapler broke from the load. The procedure had to be converted to open to retrieve the staple load. A manual stapler was used by the surgeon to cut around the staple load to remove it, then oversewed. The procedure was extended fortwo hours. The patient¿s hospitalization was also extended.